Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory an evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. It is expected behavior for the battery voltage to subsequently recover and return to normal levels once the device is removed from the cold temperatures.

Event description:
It was reported that this implantable device recorded a pre-implant code 1003 indicative of battery voltage too low for the projected remaining capacity. Data disk was requested. No patient involvement. The device has not been cleared for implant.

Event description:
It was reported that this implantable device recorded a pre-implant code 1003 indicative of battery voltage too low for the projected remaining capacity. Data disk was requested. No patient involvement. The device has not been cleared for implant.